Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use. It has been mentioned that after transseptal puncture st elevation was noted. The imaging was done by coronary angiogram (cag). Air contamination was noted after transeptal in the left atrium, but the procedure continued as the patient was stable. The procedure was completed successfully by using original device. The patient has been discharged. In physician's opinion the cause of event might be the patient's snoring, but may not due to faradrive or versacross connect. The product is not expected to be returned as it was discarded in facility.